Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Surgeon reported approximately 10 cases of "older tibial design" loosening. Approximately 5 patients were revised by the surgeon; the other 5 went elsewhere. It is unclear if these patients were revised.